Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints. Based on the information provided, the reported balloon rupture was likely due to procedural circumstances. It is likely that the rupture occurred due to interaction with lesion calcification. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that there this was a procedure performed to treat a target lesion in the moderately calcified right anterior tibial artery. The armada 14 dilatation catheter was advanced into the anatomy without difficulty and an attempt was made to inflate the balloon; however, the balloon would not hold pressure and a hole was noted. The device was removed without difficulty. There was no adverse patient effect and no clinically significant delay. A second same device was used without issue. No additional information was provided.